Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the valve assembly, and the system resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they noticed a leak from switch 11 and fluid waste was leaking from the waste exit sump in the hydro area on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.